Manufacturer narrative:
Date sent to the FDA: 1/6/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent laparoscopic repair of recurrent incisional hernia on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh excision and recurrent ventral incisional hernia repair on (B)(6) 2013 due to adhesions and pain. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent laparoscopic repair of recurrent incisional hernia on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh excision and recurrent ventral incisional hernia repair on (B)(6) 2013 due to adhesions and pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.